Manufacturer narrative:
Corrected data: b5. A second paragraph was inadvertently left off of the first supplemental medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a 29 millimeter (mm) transcatheter heart valve procedure involving a patient with a bicuspid valve, sievers type 1, a balloon sizing procedure was initiated due to a small valve opening area. The initial attempts using a 24 millimeter vacs ii balloon resulted in the balloon dislodging from the valve plane during the first two dilation attempts. On the third attempt, the balloon exhibited significant waist formation and burst before full expansion. Due to the smaller and narrower appearance of the valve opening, the decision was made to use the 29 mm valve. Following the initial 2/3 implantation, angiography revealed suboptimal valve expansion and significant leakage. Attempts to improve valve expansion through recapture and realignment were unsuccessful. A subsequent balloon dilation attempt with a new 24 millimeter vacs ii balloon resulted in immediate balloon rupture. Ultimately, using a truedilatation 24 millimeter balloon and implanting an evolut fx+ 34 mm valve, a satisfactory outcome was achieved. Additional information was received to clarify the "significant leakage" was severe paravalvular leak.

Manufacturer narrative:
Updated data: h6. Eval code method, eval code result, and eval code conclusion product analysis: the complaint valve was discarded; therefore, analysis of the device could not be performed. However, procedural images which included nine media files and two static images were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review therefore it is not possible to determine adequate valve size. Review of the procedural images showed fluoroscopic inspection was performed of the valve load and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant attempt during which the balloon ruptured mid-inflation. There was no evidence of another balloon valvuloplasty prior to the implant attempt of the first valve. The valve, reportedly a 29mm, was deployed just prior to the point of no recapture and significant under expansion was noted in the valve frame. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. However, a recapture was performed and the valve was deployed a second time with the same result. The under-expanded valve was not released; it was recaptured into the delivery catheter system and withdrawn from the patient. A new valve was loaded and fluoroscopic inspection confirmed a good load. Another pre-implant balloon valvuloplasty was performed without rupture. The new valve, reportedly a 34mm, was deployed and appeared well expanded and was subsequently released. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a 29 millimeter (mm) transcatheter heart valve procedure involving a patient with a bicuspid valve, sievers type 1, a balloon sizing procedure was initiated due to a small valve opening area. The initial attempts using a 24 millimeter vacs ii balloon resulted in the balloon dislodging from the valve plane during the first two dilation attempts. On the third attempt, the balloon exhibited significant waist formation and burst before full expansion. Due to the smaller and narrower appearance of the valve opening, the decision was made to use the 29 mm valve. Following the initial 2/3 implantation, angiography revealed suboptimal valve expansion and significant leakage. Attempts to improve valve expansion through recapture and realignment were unsuccessful. A subsequent balloon dilation attempt with a new 24 millimeter vacs ii balloon resulted in immediate balloon rupture. Ultimately, using a truedilatation 24 millimeter balloon and implanting an evolut fx+ 34 mm valve, a satisfactory outcome was achieved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2025 ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a 29 millimeter (mm) transcatheter heart valve procedure involving a patient with a bicuspid valve, sievers type 1, a balloon sizing procedure was initiated due to a small valve opening area. The initial attempts using a 24 millimeter vacs ii balloon resulted in the balloon dislodging from the valve plane during the first two dilation attempts. On the third attempt, the balloon exhibited significant waist formation and burst before full expansion. Due to the smaller and narrower appearance of the valve opening, the decision was made to use the 29 mm valve. Following the initial 2/3 implantation, angiography revealed suboptimal valve expansion and significant leakage. Attempts to improve valve expansion through recapture and realignment were unsuccessful. A subsequent balloon dilation attempt with a new 24 millimeter vacs ii balloon resulted in immediate balloon rupture. Ultimately, using a truedilatation 24 millimeter balloon and implanting an evolut fx+ 34 mm valve, a satisfactory outcome was achieved.